Event description:
Lucas was on a patient preforming compressions, the battery was down to one bar and the provider paused the lucas to change battery and pressed start. The lucas would not engage and the triangle warning light started blinking and the alarm started pinging. All attempts to re-start were unsuccessful. Lucas was removed form the patient and providers started manual compressions. Following the call, the crew tried to troubleshoot the lucas and it was not able to replicate and appeared to be functioning. Stryker came to look at the lucas the following day.